Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1130991. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle experienced hard plastic inside barrel. The following information was provided by the initial reporter: consumer reported voice message caller stated foreign matter hard plastic inside barrel of syringe. Found 3 syringes with issues.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needle experienced hard plastic inside barrel. The following information was provided by the initial reporter: consumer reported voice message caller stated foreign matter hard plastic inside barrel of syringe. Found 3 syringes with issues.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.